Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not returned yet.

Event description:
There was no patient involved. End user alleges that sam300p unit powers on by itself; fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 16th december 2008. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were four manual power ups observed in the device memory on the 28th march 2018, although only two of those were of 10 minute duration. The other two manual power ups were of less than one minute duration and nonsensical duration respectively. This may indicate that the user had intervened during the latter two power ups, by either pressing the on/off button or by removing the pad-pak. The fault was witnessed during the investigation and could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved. Enduser alleges that sam300p unit powers on by itself; fsca unit.